Manufacturer narrative:
B3: event date is date valid  continuation of d10: product ID a71400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Mdt rep. Reported implanting implant and getting impedance issues in the or. Mdt rep. Said the hcp had already cleaned and wiped contacts off multiple times, but issue persisted. Hcp was now closing, but mdt rep. Wanted to know source of impedance issues. Impedance issues relayed were (reference electrode 0): 1- 11 727 ohms 2- 12, 261 ohms 3- 11, 235 ohms 4- 22, 103 ohms 5- 14, 571 ohms 6- 15610 ohms 7- 23702 ohms 8 - 12 492 ohms. Mdt rep. Said the pt used to be on blood thinners but had only been taking aspirin and had been off aspirin for 5 days. Mdt rep. Said the tablet they were using would also get stuck at 86% and not increment up for a long time (see follow up email to local mdt rep. For tablet serial number). Mdt rep. Reported a system error: (B)(6) at the very end of the call. Tss did not gather more details due to mdt rep. Being in or but did discuss potential root causes of impedance issue. Mdt rep. Also relayed the following impedance values: 9 - 40, 000, 10 - 40 ,000, 11 - 13, 860, 12 - 10, 839, 13 - 10, 237, 14- 10, 142, 15 - 1005.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the cause of the high impedances was not determined. Rep reports no ac tions/interventions were taken to resolve the issue. Rep reports the issue resolved at the patient's post op appointment. Rep reports this information was confirmed with the physician.

Event description:
Additional information was received from the rep. Rep clarified that all impedances were within normal limits at the patient¿s post operative appointment. The cause of the high impedances was not determined. Rep confirms no troubleshooting actions were taken to resolve the high impedances/the high impedances resolved on their own.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.